Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on (B)(6) 2013. There were no reported medical interventions or injuries at the time of contact with dexcom technical support.